Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to customer declined repair. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an open circuit on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no harm or serious injury reported as a result of the incident.